Event description:
It was reported through the results of a clinical trial that a stent was placed in the popliteal artery. Some time after stent placement amputation was performed at the right knee and there was occurrence of stenosis and occlusion in the popliteal artery. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the physical sample was not available, images were not provided. Based on the information available the investigation is closed with inconclusive result. A definitive root cause could not be determined based upon the available information. Labeling review: it was not known which lifestent product was used, there is no indication that the event was related to the use of the product. All known potential failure modes including issues found during clinical use are addressed in the instructions for use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported through the results of a clinical trial that a stent was placed in the popliteal artery. Some time after stent placement amputation was performed at the right knee and there was occurrence of stenosis and occlusion in the popliteal artery. The current status of the patient is unknown.